Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks. According to the reporter, on (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, rash, redness, blisters, and infection, under entire patch area. The area was prepared with alcohol before placing the sensor on the body. The parent of the patient consulted with their de team in (B)(6) and the skin reaction was treated with a prescription of an unspecified topical steroid cream. The patient was also seen in the hospital for tests, including an allergy test. All tests were done in 1 day and the patient left the hospital after spending less than 24 hours there. No specific results were reported from the allergy test, but the parent mentioned that the patient has a level 3 allergy against adhesives. The parent stated that the patient also had a severe allergy against the adhesive from the insulin pump they are using. No photo was provided. There was no documentation of further medical intervention. At the time of the report, patient was still experiencing the skin reaction. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.